Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and barbed suture was used. During the procedure, at the end of the incision the suture broke while pulling through the top layer of skin. Another device was not needed to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.